Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt implanted with construct, levels unk, on (B)(6) 2011. Pt experienced back pain, x-ray taken on an unk showed one mirs locking cap migrated. Pt was returned to operating room on (B)(6) 2012 and the cap was removed. It is not known if any other hardware was removed and/or what the pt was revised to. No further information was available. This is 1 of 3 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.